Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection of the actual sample, no blood on the outside of the device was observed. No visual indications related to the reported condition were found. Functional leak testing was performed on both the blood and dialysate sides and no leakage was noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed between the filter set connector of a polyflux 140h dialyzer and the arterial blood line during hemodialysis therapy. A blood volume of ¿10ml or less¿ was observed to have accumulated on the floor. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.